Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, the lesion was moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. Additionally, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the information received, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the 3.0 x 20 voyager nc was used for pre-dilatation in a moderately calcified distal right coronary artery. During the first inflation, the balloon ruptured at 4 atmospheres. It was replaced with a non-abbott 3.0 x 15 balloon, and a 3.0 x 23 promus stent was deployed to complete the procedure. There were no reported patient effects. Though requested, no additional information was provided.